Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with t-wave oversensing on the implantable cardioverter defibrillator. There were no adverse consequences to the patient reported. No further information was available.